Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the left ventricle was perforated. Per the physician, the perforation was caused by an amplatz super stiff guide wire that was used during the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)